Event description:
The customer contacted beckman coulter inc (bec) to report a leak coming from their instrument above the liquid waste area. The customer noted they have a procedure in place for cleaning biohazard spills. No injury or exposure to the fluid was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) noted the leak is coming from above the liquid waste area. The fse discovered that the wash buffer supply line had split and replaced the tubing. The fse verified the wash buffer supply line tubing was no longer leaking and that there were no other leaks occurring on the instrument. Hardware is the root cause of the event. (B)(4).